Event description:
It was reported that when preventative maintenance was being performed the device failed a disposable tube sensor test.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, the air pressure was unstable. Per functional testing, the disposable alarm functioned as intended. The complaint was not confirmed. The most probable root cause was user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced regulator, compressor, and the bulkhead elbow fitting. Device passed all functional and delivery tests. No further action was taken.